Manufacturer narrative:
Device passed displacement test and selftest. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Device received with partially broken off belt clip rail. Tested with a test p-cap and the test p-cap locked in place properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer was not hearing beeps. The customer also stated that the clip rails was broken. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis